Event description:
The healthcare professional reported that during a coil embolization for a hemoptysis, a 4 fr. Diagnostic catheter (unspecified brand) and an excelsior® sl-10® microcatheter (stryker) were used at several target lesions. A total of 14 coils were used, of which, 4 were cerenovus coils. The 1.00mm x 3.00cm galaxy g3 mini (glm910030 / 30566869) was used at the intercostal artery. The coil was used in accordance with the instructions for use (IFU) and it was inserted into the excelsior® sl-10® microcatheter. Resistance was felt half way through and the coil could not advance. It was pushed and pulled several times, but there was resistance in the same site making insertion not possible. The physician decided to replace the coil with another 1.00mm x 3.00cm galaxy g3 mini (glm910030) from the same lot (30566869). Final confirmation was then made and the procedure was successfully completed. Continuous flush was maintained. There was no negative impact to the patient. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this complaint file will be updated accordingly. Based on the result of the product analysis completed on 28-may-2024, the embolic coil was found to be severely kinked. Based on the finding noted in the product investigation, the issue meets usfda reporting criteria under 21 cfr 803 as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the embolic coil was returned inside the introducer. Microscopic inspection was performed. Under magnification, the embolic coil was observed severely kinked. However, it was also observed still attached to the resistance heating (rh) coil, which was noted not softened. No other damages were observed. The issue documented that resistance was felt halfway through the microcatheter was confirmed based on the appearance of the returned device. The kinked damage observed in the coil was not originally documented in the complaint, however, it could be the result of the resistance experienced during the procedure that could not be replicated in the laboratory. Kinking can occur during procedure handling where force may have been inadvertently applied. According to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in coil kinking. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. There is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30566869) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contains the following precautions: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. ¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.